Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02/06/2019. The service engineer (se) inspected the device. The se found a leakage at oxygen sensor connection. Resolution and disposition: the se removed the connection and fixed back properly to address the issue and the device successfully passed performance verification testing.

Event description:
It was reported that the ventilator was failing extended self test (est) and short self test (sst) with a patient circuit leak error code. No patient involvement. Event date not specified; estimate used.